Manufacturer narrative:
Additional narrative: a review of the sterile part device history record (DHR) was completed: DHR review only for sterile part information. Manufacturing location: (B)(4). Manufacturing date: 06january2015. Expiry date: 01december2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event the (B)(6) as follows: it was reported the patient underwent an open reduction internal fixation procedure to treat a tibia diaphysis fracture on (B)(6) 2015. During the procedure an unknown quantity of unknown plates and screws were implanted. On an unspecified date during early (B)(6) 2015, the patient complained of pain in the implanted area. On (B)(6) 2014, x-ray(s) revealed three unknown 3.5mm titanium st stardrive locking screws and one unknown 3.5mm cortex screw were broken. On (B)(6) 2015, revision surgery was performed and two broken screws were completely removed and only the heads of the two other screws could be retrieved. The shafts of these screws remain in the patient¿s bone. The initially implanted plates remain implanted in the patient. It was not specified which of the screws types were removed entirely and which had shafts which were retained in the patient. (B)(4).

Manufacturer narrative:
A device history record review was performed for the non-sterile part lot number 7828703. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.